Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for no delivery. Customer stated that insulin exited but insulin pump alarmed for no delivery again after performing troubleshoot for no delivery. Customer¿s blood glucose was 98mg/dl at time of incident. Customer advised to revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected no delivery alarm during testing. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.